Event description:
Patient reported experiencing a hypoglycemic event (blood glucose value not provided). The state that they have been having difficulty with the device adapters, and believed that they were the cause of low blood glucose. Pt phoned the paramedics, and was treated with a glucose IV. No additional treatment was received.